Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider called on behalf of the patient stating that consumer experienced redness and burning, ulcer in both eyes and was advised to discontinue lens use. This issue reportedly occurred while using the third or fourth set. The consumer was under the care of the physician. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received. Additional information was received from a female consumer who experienced and complained about pain redness, tearing, burning in the right eye with a moderate severity. Consumer tried to flush the eyes with water. Upon the examination she was diagnosed with marginal corneal ulcer in the right eye. The physician informed the consumer to stop wearing the contact lens wear immediately and was prescribed with moxifloxacin every two hours, preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir tyloxapol, water for injection in the affected eye. Educated the consumer on pathophysiology and stressed the importance of the current treatment regimen as this condition can be a potentially blinding disease. Consumer admits to over wearing of contact lenses. She was switched to monthly disposable lenses in december 2024 and was asked to switch back to daily disposable lens. Consumer was instructed for a proper contact lens hygiene, never swim, shower, sleep in contacts. Physician asked the consumer to return to clinic if the symptoms worsen or asked to return with one two days for (endothelial dysfunction) - cornea. Consumer had visited the clinic after two days for corneal ulcer check. There was some improvement in the symptoms. She was switched from moxifloxacin every two hours to a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes to reduce scarring and started using the preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir, tyloxapol, water for injection every hour. Upon follow up there was minimal improvement in scarring was asked to continue the medication. The corneal ulcer continues for two weeks and there was some improvement in the symptoms and was asked to continue a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes and to stop the preservative free eye drops. Consumer was told along with all treatment, can start wearing the contact lenses for limited time period once dosage is at two times a day and was advised to use drops and wait for at least fifteen minutes before putting the contact lenses. The consumer will be monitored for one week to assess symptom resolution.

Manufacturer narrative:
Additional information had been received and updated in b5. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider called on behalf of the patient stating that consumer experienced redness and burning, ulcer in both eyes and was advised to discontinue lens use. This issue reportedly occurred while using the third or fourth set. The consumer was under the care of the physician. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received. Additional information was received from a female consumer who experienced and complained about pain redness, tearing, burning in the right eye with a moderate severity. Consumer tried to flush the eyes with water. Upon the examination she was diagnosed with marginal corneal ulcer in the right eye. The physician informed the consumer to stop wearing the contact lens wear immediately and was prescribed with moxifloxacin every two hours, preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir tyloxapol, water for injection in the affected eye. Educated the consumer on pathophysiology and stressed the importance of the current treatment regimen as this condition can be a potentially blinding disease. Consumer admits to over wearing of contact lenses. She was switched to monthly disposable lenses in december 2024 and was asked to switch back to daily disposable lens. Consumer was instructed for a proper contact lens hygiene, never swim, shower, sleep in contacts. Physician asked the consumer to return to clinic if the symptoms worsen or asked to return with one two days for (endothelial dysfunction) - cornea. Consumer had visited the clinic after two days for corneal ulcer check. There was some improvement in the symptoms. She was switched from moxifloxacin every two hours to a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes to reduce scarring and started using the preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir, tyloxapol, water for injection every hour. Upon follow up there was minimal improvement in scarring was asked to continue the medication. The corneal ulcer continues for two weeks and there was some improvement in the symptoms and was asked to continue a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes and to stop the preservative free eye drops. Consumer was told along with all treatment, can start wearing the contact lenses for limited time period once dosage is at two times a day and was advised to use drops and wait for at least fifteen minutes before putting the contact lenses. The consumer will be monitored for one week to assess symptom resolution. Additional information received from health care professional stated that the consumer's symptoms was resolved.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. Trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider called on behalf of the patient stating that consumer experienced redness and burning, ulcer in both eyes and was advised to discontinue lens use. This issue reportedly occurred while using the third or fourth set. The consumer was under the care of the physician. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received. Additional information was received from a female consumer who experienced and complained about pain redness, tearing, burning in the right eye with a moderate severity. Consumer tried to flush the eyes with water. Upon the examination she was diagnosed with marginal corneal ulcer in the right eye. The physician informed the consumer to stop wearing the contact lens wear immediately and was prescribed with moxifloxacin every two hours, preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir tyloxapol, water for injection in the affected eye. Educated the consumer on pathophysiology and stressed the importance of the current treatment regimen as this condition can be a potentially blinding disease. Consumer admits to over wearing of contact lenses. She was switched to monthly disposable lenses in december 2024 and was asked to switch back to daily disposable lens. Consumer was instructed for a proper contact lens hygiene, never swim, shower, sleep in contacts. Physician asked the consumer to return to clinic if the symptoms worsen or asked to return with one two days for (endothelial dysfunction) - cornea. Consumer had visited the clinic after two days for corneal ulcer check. There was some improvement in the symptoms. She was switched from moxifloxacin every two hours to a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes to reduce scarring and started using the preservative free eye drops with the combination of cetrimonium bromide, glycerin, poloxamer188, tris hydrochloride, tromethamir, tyloxapol, water for injection every hour. Upon follow up there was minimal improvement in scarring was asked to continue the medication. The corneal ulcer continues for two weeks and there was some improvement in the symptoms and was asked to continue a medication with the combination of an antibiotic tobramycin and a corticosteroid dexamethasone with a frequency of four times a day for five days separating all drops by five minutes and to stop the preservative free eye drops. Consumer was told along with all treatment, can start wearing the contact lenses for limited time period once dosage is at two times a day and was advised to use drops and wait for at least fifteen minutes before putting the contact lenses. The consumer will be monitored for one week to assess symptom resolution. Additional information received from health care professional stated that the consumer's symptoms was resolved.